Manufacturer narrative:
The sample was received and visual and functional testings were performed on the device. The reported problem of leak was confirmed. During testing, it was determined the male luer adaptor was cracked on the sample.

Event description:
The facility reported two extension sets in which a leak was detected by the luer adaptor and the tubing on a pediatric pt in the ICU. Nurse found the leak in the pt's bed and replaced the set. No pt injury or medical intervention has been reported.